Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient implanted with a rod due to non-specific spondylitis th9-l1, spondylitis stage, peak phase, progression, instability of the dorsal submerged fixing structure. The procedure involved was radiography of the lower section of the gop and pop. Patient's medical history includes transpedicular fixation of the spine, open combined laminar-pedicular metalosteosynthesis th4-6, th9 ,th11, l1-4. It was reported that the rod broke. The implant date is (B)(6) 2019. Broken fragments remained in patient. Backache, fracture of the metal structure at the l1 level with migration of the metal structure. Spinal instability at the level of th12, l1-3. Failed posterior fusion th10, l5 were reported as a result of the event. The rod remains implanted and revision surgery was planned. No further complications were reported.